Manufacturer narrative:
Concomitant products. Model: d314drg, ICD; implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient heard an audible alert from their implantable cardioverter defibrillator (ICD). An interrogation revealed the right ventricular (rv) lead had triggered an alert for high rv coil and svc coil impedance levels, increased sensing integrity counter (sic), and oversensing noise. Also noted were recorded episodes that show intermittent t-wave oversensing (twos) post sense and r-wave double counting. A lead fracture is suspected. Reprogramming was completed and eventually the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.